Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a multiple pump error as well as up and down and menu button were not working. The customer¿s blood glucose level was 180 mg/dl. Customer states the buttons were not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. Device received with all buttons responding properly. Device had unexpected post-reset ram crc alarm, history pointers failed and history pointers are corrupted error and trace pointers are invalid after battery insertion due to corroded electronic assembly.